Manufacturer narrative:
Technical support specialist (tss) followed up with the customer and the customer do not have any samples for further investigation. Tss could not determine the cause of the reported event. The customer validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by technical support specialist. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The st vitamin d analyte application manual states the following: limitations of the procedure: do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 25-oh vitamin d, the highest measurable concentration of 25-oh vitamin d in specimens is 120 ng/ml, and the lowest measurable concentration in specimens is 4 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 165 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 120 ng/ml. Heterophile antibodies are known to interfere in assays of this type. St aia-pack 25-oh vitamin d has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. The most probable cause of the reported discrepant vitamin d results could not be established.

Event description:
A customer reported intermittent high vitamin d results on the aia-2000 analyzer. The customer stated, results were reported out to the provider who questioned the result and sent samples out for comparison at a reference lab which showed discrepancy in results. No data was provided by the customer, technical support specialist (tss) will continue to work with customer to assist in investigation. There is no indication of any patient intervention or adverse health consequences due to the reporting of discrepant patient results.